Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm on an unk date. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the pt presented with severe abdominal pain and discomfort. Although there was no sign of an endoleak in the images acquired, the diameter of the aneurysm was noted to be enlarging. The physician elected to explant the stent graft and surgically-convert the pt. During the explant, it was discovered that a stent strut was fractured, which consequently tore the fabric of the stent graft; however, no sign of endoleak was evident, most likely because of thrombus around the torn fabric. No additional clinical sequelae were reported, and the pt is fine. The explanted stent graft has been received by medtronic, and the analysis is pending.

Manufacturer narrative:
Eval codes, results: conclusions: cause of fractured stent strut unk, stent fracture.